Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited placement difficulty and it was noted the tip of the lead could not be screwed out properly. The rv lead was not used and was replaced. No patient complications have been reported as a result of this event.